Manufacturer narrative:
(B)(4).

Event description:
An international customer reported two health care workers (hcw's) experienced potential respiratory symptoms after exposure to the vapor/fumes from cidex opa solution while manually processing their endoscopes. It was reported that hcw #2 affected was "related to a lung." Advanced sterilization products (asp) has made four attempts to request additional information regarding this event, including clinical details of the human reaction, but asp has received nothing further to date. It is unknown if a serious injury occurred; however, asp has decided to report this event out of an abundance of caution. Asp will continue to follow-up for further information. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00559 and 2084725-2016-00560.

Manufacturer narrative:
It was initially reported from (B)(6), two hcw were manually reprocessing using cidex opa and experienced potential respiratory symptoms related to the vapor/fumes. Updated new information reported this female hcw did not have respiratory symptoms or cough, but instead had a skin rash which lasted four days. It is unknown if she was wearing personal protective equipment at the time of the incident. It was noted the hcw received medical attention and took a medication for her ¿allergy¿. It is unknown what type of medication she took. She also took two days of medical leave, and returned back to work in the same department, and continues to work around cidex opa. She is reported to be ¿healthy¿. Based on the new information received, this complaint is deemed not reportable. There is no report that medical or surgical intervention was required to preclude a permanent impairment of a body function or permanent damage to a body structure. The hcw experienced a skin rash which lasted four days. She returned to work after two days and continues to work in the same department, and is reported to be healthy.